Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the clinic reported another manufacturer's device triggered an alert for this right ventricular (rv) lead due to high out of range shock impedance measurements of 130 ohms. Boston scientific technical services (ts) was consulted and discussed the option of continuing to monitor as triad measurements appear to be stable, or changing the vector so that the rv is not included. Ts noted that if the vector was reprogrammed they would need to consider defibrillation threshold (dft) testing. A field representative was contacted and the patient was brought in for an interrogation. No additional testing was done and no changes were made to the system. The device and rv lead remain in service. No adverse patient effects were reported.